Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It customer reported via phone call the reservoir could not click into place properly into the insulin pump. The customer's blood glucose level was 16 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a missing retainer and partially broken off reservoir tube lip. Unable to perform the displacement test due to a missing retainer. The device had a missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, and a severely faded end cap address label.